Event description:
Patient reported 6 days after injection to the lower and outer periorbital area with juvederm ultra xc and injection to the "chin, jawline, nose and underside of nose and outer brow" with juvederm volume with lidocaine, patient's top lip swelled severely. Patient was concomitantly injected with botox in the crows feet and glabellar area. Injecting physician pretreated the patient with xylocaine to the zygomatic nerve for anesthesia. Patient self prescribed antihistamine and applied ice; 1.5 to 2 days later the swelling resolved. Four days after the reported lip swelling resolved, the patient noticed "lhs eyelid" was slightly swollen, which worsened the following day; "left eyelid feels sticky and the left eye looks to be drooping slightly causing the face to look lopsided." Patient sought care from their general practitioner who prescribed cephalexin; patient continued with antihistamines. Symptoms have improved slightly and the "lhs eyelid" is only slightly drooping/ swollen now.

Manufacturer narrative:
Medwatch sent to FDA on 05/07/2013. Device labeling: undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching pain on pressure or both, occurring after the injection. Any other undesirable side effects associated with injection of juvederm ultra xc must be reported to the distributor and/ or to the MFR.